Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 294 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No trace of moisture was noted at the electronic or motor assemblies per visual inspection. The device also was received with minor scratched lcd window, cracked reservoir tube and battery tube thread.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.